Manufacturer narrative:
A specific cause for the reported driveline exit site infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Estimated age. The patient's weight was requested but not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to a suspected driveline infection. Additional information was requested, but not provided.

Event description:
Additional information provided by the vad coordinator stated that the patient presented with driveline exit site with proud flesh, minimal drainage. Abdomen markedly tender to palpation directly above exit site. A wound culture tested negative. A CT scan performed on (B)(6) 2017 demonstrated soft tissue mass underlying the umbilicus as described above which may warrant follow up to assess stability. The patient was given prophylactic antibiotics that were discontinued once wound culture was negative. The patient was discharged with recommended follow-up appointment with clinic. It was also reported that the patient''s vad speed was increased to 5400 rpms and things were "overall getting worse". The patient was not ready for hospice yet, but heading in that direction without evidence of easily reversible pathology. Additional information provided on 02jan2018 stated that the patient''s decline and other patient issues were not related to the lvad or lvas system. No additional information was provided.